Event description:
A complaint was received from the wife of a 61 yr old insulin dependent diabetic who adjusts insulin based on instrument readings. She stated that her husband had been receiving lower results in the low 100's. Because of these results her husband decided not to take his insulin for 2 (two) days. On 8/8/96, he woke up and vomited. He was taken to the dr where a blood glucose reading was 668mg/dl. He was transferred to the critical care unit in a state of keto-acidosis. While in the hospital they ran comparison between the complainant's meter and the hospital's meter. There was usually 100 mg/dl difference. Technique was reviewed and it was discovered that check paddle results were satisfactory. However, controls could not be tested because the control solution expired. A request was made to return the system for eval.